Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4).the label review found the labeling adequate for the use error in this complaint. The problem was confirmed and the cause was patient not connected when therapy initiated.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line). The hp stated that he started the initial drain before realizing he was not connected then connected himself. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse. The nurse stated the following: the event was reported and retraining was done with the patient. Therapy has been going fine since the event and there was no patient injury or medical intervention reported.